Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of stock, the sterile packaging was found damaged. There was no patient involvement. Attempts have been made and no further information has been provided.